Event description:
The customer states device is failing opcheck due to the battery. The bench was unable to recreate the problem because customer did not send the battery to the bench. There was no patient involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.